Event description:
A report was received that the patient had fragments of the lead still implanted in the patients back. It was noted that the patient had an explant procedure for an unknown reason as reported in the related issue (MFR 3006630150-2018-61384) but fragments of the lead were still left in the patients back which was confirmed through xray.